Event description:
It was reported that the user experienced hyperglycemia reported while changing ilet supplies after running out of insulin, with a highest reported blood glucose of approximately 400 mg/dl and a high alert from the device; the user had eaten about 30 minutes prior and completed the supply change during the call. Customer care provided support that included plans for follow-up to assess stabilization. Investigation of this case revealed no device malfunction reported and an event consistent with high glucose associated with insulin unavailability until supplies were changed. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.